Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from the customer. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the probe twisted and the sheath ripped open at the distal end. The event occurred during an unknown procedure. There were no reports of patient harm.